Event description:
The iab was inserted into the pt on 2/19/98 at 8:15 pm and removed on 2/20/98 at 2:15 pm. The iab did not malfunction. The pt had severe bleeding, a pseudoaneurysm and a transfusion was required. (Event complications: severe bleeding/transfusion/pseudoaneurysm) (pt's current status: discharged-rpt'd 4/1/98)